Manufacturer narrative:
Visual inspection found the device was normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the pocket was swollen with discharge due to infection. The pulse generator was eroded. The device was explanted and replaced. The patient was in stable condition post operation.